Manufacturer narrative:
The event occurred between (B)(6) 2020 and (B)(6) 2020. The four devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of four (4) small volume intermates ruptured during filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between august 12, 2019 to august 14, 2019. H10: four (4) devices were received for evaluation. Visual inspection revealed that the bladders of all four samples were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.